Manufacturer narrative:
Device identification: the reported device was confirmed to be a 2.1 rio robotic arm int. Orth. System, p/n 204000, lot rob213. Device history review: review of the device history records indicate 1 robot was manufactured and accepted into final stock on 7/13/2012. Device evaluation and results: according to gsp case 123847, the failure was confirmed. Complaint history review: a review of complaints related to p/n 204000, lot number rob213 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 204000 part number will be tracked through quarterly trend request #761 conclusions: the failure was confirmed by the fse. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During pre-surgery check, the rio displayed error messages. Trouble shooting was performed by mps and outside clinical support and field service was called for further assistance. It was determined the case could not continue as planned. During this time, the patient was draped and anesthetized for the surgical procedure. Patient woken from anesthesia and returned to post-op suite to reschedule surgery.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During pre-surgery check, the rio displayed error messages. Trouble shooting was performed by mps and outside clinical support and field service was called for further assistance. It was determined the case could not continue as planned. During this time, the patient was draped and anesthetized for the surgical procedure. Patient woken from anesthesia and returned to post-op suite to reschedule surgery.